Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range shock impedance measurements of 210 ohms. Technical services (ts) was contacted, and ts discussed possible reasons. An inappropriate shock was also noted due to atrial fibrillation (af) with rapid ventricular response (rvr) from a couple years ago. The s-ICD system remains in service. No adverse patient effects were reported.